Manufacturer narrative:
The device was returned and an evaluation is complete. Functional leak testing was performed by filling the bag with water and a leak was noted at the top left weld of the bag. Visual inspection under magnification was performed and noted a tear at the top weld where the bag had leaked from. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked from the top left side of the bag. This occurred during filling using a baxter compounder. There was no patient involvement. No additional information is available.